Event description:
Performing a laparoscopic cholecystectomy and using the covidien endo clip iii clip applier 5mm and it misfired. No harm was done to the patient, instrument was removed from the field and a replacement endo clip clip applier was opened to the field.